Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving high voltage therapy, multiple shocks. The device had entered backup vvi mode three months after implant. The device was explanted and replaced due to the device prematurely reaching eri. No further information is available.